Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per e-mail notification, zoll customer support was notified that a (B)(6) female pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detections. The pt was treated twice during a sinus rhythm with noise and artifact at 13:24:40 and 18:58:10. The post-shock rhythms were sinus rhythms. It was reported that the pt heard the lifevest alarms, but she did not press the response buttons. The response buttons were not pressed during the entire event. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continued use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 12/01/2011 (reuse); electrode belt sn (B)(4) - 06/01/2011 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg